Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the ins seemed to be implanted too deep. The issue was not resolved, patient moved out-of-state and was no longer under the hcp's care. Patient's weight was (B)(6) pounds at the time of the event. No further complications were reported/anticipated.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for spinal pain. It was reported the consumer could not get a charge and had a hard time locating the device. It was reported the consumer could not get a charge and had a hard time locating the device as the patient¿s ins was too deep and kept moving and therefore could not be charged properly. The patient was only able to get two full charges since they have had the device, and the last charge only got one bar. The patient has had a lot of pain lately because they could not charge the device. When trying to charge, patient sits in one spot for 3 hours and it hurts so they had to sit on their legs. The patient was working with a manufacturer¿s representative (rep) and healthcare professional (hcp) for potential replacement of device, and wanted information on non-rechargeable devices to avoid charging issues. Previous troubleshooting included using the antenna locate function and the patient still could not keep good coupling, they had never had good coupling bars. Troubleshooting was not done during the call report since the patient was already working with hcp for replacement. It was also reported that in november the patient met with the rep for regular programming adjustments and had adaptive stimulation set up. The patient had problems with the adaptive stimulation not really working with their movements in (B)(6) 2016 or (B)(6) 2017, so switched to manual stimulation instead. The patient had positional movement issues in all positions. The patient had been in a car accident (timeframe unknown). Patient wanted battery removed due to their recharging issues and was working with their hcp about possible replacement devices.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that she needed physician listings as she had to cancel her scheduled surgery because she moved. The patient noted that the reason for the surgery was to get the implant less deep. The patient stated her implant was too deep and she couldn't get a good connection to charge. The patient mentioned because of the difficulty she only has had three full charge sessions since implant and now the battery was dead and she was in pain from not having stimulation and it was getting worse.